Event description:
It was reported by svc report that the pt right head side rail will not pull out or raise or lower. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results: glide rod.